Manufacturer narrative:
H3 analysis of the returned ins (B)(6) revealed the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they couldn't connect to the battery or the recharger and the therapy stopped working shortly after the patient was implanted. They had issues recharging the ins since they were unable to connect to recharge it. The met with their doctor and the manufacturing representative (rep) a few times and the cause was unknown. They ended up removing the device and the issue was resolved. On 2024-sep-19 additional information was received from the patient. It was reported that their device failed. It stopped working suddenly. At first they had trouble charging the battery and then it died and they weren't able to get it to charge so they had to get a new ins recently implanted. Patient stated their doctor puts tons of these devices and they've never had one fail but that one. The device was replaced. On 2024-sep-26 additional information was received from a manufacturer representative (rep). The rep reported that there was no malfunction that may have lead to the ability to communicate with the ins. They were not sure if the inability to communicate was only noted on the same wireless recharger or on multiple.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient was experiencing a change in efficacy as their incontinence had worsened. They reported that they were having the issue with not being able to charge for 4-6 months. The revision happened and the issue was resolved without sequelae on (B)(6) 2024.